Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
The reported feedback suggests that there was a leakage of blood around the top of the drip chamber after the first unit of blood had been infused. From the reported information there are no indications of serious injury to the patient or user as a result of this incident.

Event description:
The reported feedback suggests that there was a leakage of blood around the top of the drip chamber after the first unit of blood had been infused.

Manufacturer narrative:
The customer's report of leakage was confirmed. A visual inspection of the returned sample noted that the tubing appeared to not be fully bonded in the drip chamber cap. Pressure testing confirmed the customer's report as fluid was observed to be leaking from one of the tubing joints at the top of the drip chamber. The root cause of the customer's report was a lack of solvent.